Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (22j089av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Cerebral hemorrhage is a known potential complication associated with the embotrap iii device and is stated in the instructions for use (IFU) as such. There were no alleged quality issues related to the embotrap device, as the device performed as intended. The principal investigator (pi) assessed the event of ¿petechial micro hemorrhage¿ as possibly related to the embotrap iii study device and possibly related to the primary surgical procedure. Since a cerebral hemorrhage is considered a serious injury, the extent of the event is unknown, and the correlation between the used device to the event cannot be ruled out completely, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 89-year-old female with a history of peripheral artery disease (pad), atrial fibrillation, diabetes, and hypertension, presented with an unwitnessed non-wake up stroke. Last time seen well was on 26-oct-2023 at 12:00 hour. Symptoms were first observed (B)(6) 2023 at 12:45 hour. The patient was presented to the treating hospital on (B)(6) 2023 at 15:27 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was of undetermined etiologies. The patient¿s baseline nih stroke scale (nihss) score was 26 and a modified rankin scale (mrs) score of 2 ¿ ¿slight disability; unable to carry out all previous activities, but able to look after own affairs without assistance.¿ the patient underwent an endovascular mechanical thrombectomy on an unknown date using an unknown embotrap revascularization device (catalog /lot # unknown). Details of this procedure has not been entered in the case report form (crf) at the time of this review. The 24-hour post-procedure nihss score was 25. On 27-oct-2023, the patient experienced a petechial micro-hemorrhage. The principal investigator (pi) assessed the event as not serious, mild in severity, and as possibly related to the embotrap iii study device, not related to the large bore catheter, and possibly related to the primary surgical procedure. The event was not medically treated. The outcome is recorded as ¿recovering/resolving¿ with no end date listed. No further information was made available at the time of this review. On 29-nov-2023, additional information was received via email from the excellent clinical team. The catalog and lot number of the embotrap iii device used: (et309645 / 22j089av). Per the information, the micro-hemorrhage was near the location where the study device was used. The additional information clarified that the adverse event reported ¿petechial micro hemorrhage¿ was not a hemorrhagic transformation. There was no device performance issue related to the embotrap iii device during the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified additional information received on 01-feb-2024. [Additional information]: modified information was received on 01-feb-2024. Per the modified information, the following fields have been updated for adverse event petechial micro hemorrhage: ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ has been updated from "blank" to "n/a (does not meet above criteria)." Outcome: "recovering/resolving" to "not recovered/not resolved." The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified additional information received on 05-apr-2024. [Additional information]: modified information was received on 05-apr-2024. The modified information is pertaining to the outcome of adverse event: petechial micro hemorrhage. Outcome: "not recovered/not resolved" to "unknown". The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.